Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture, stage 1 shell of prostheses, pain in the breast and silicone perspiration". This record is for the right side. Device was explanted and it is unknown if the device was replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.